Event description:
The customer complained that a patient's sample yielded a weak (+/- to 1+) positive reaction in the direct antihumanglobulin test (dat) with cell #2 of biotestcell-3. This problem occured several times in november, but the customer was not able to provide the date(s) of event. The customer did neither return the supposedly defective product nor the patient's sample. Therefore our quality control laboratory had to re-test with the retained sample of biotestcell-3, lot 8143021 in a dat test. They used the immediate spin tube test as well as the gel card system. During the tube test our quality control laboratory tested cell #2 with different ahg products. The reactions did not give any indication for a complement and/or an anti-igg coating of the allegedly defective red blood cell #2. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.